Event description:
A report of difficulty charging the implant was received. The pt's primary care physician recommended a pocket revision as the implant is tilted and not lying flat inside the pocket.